Manufacturer narrative:
Insulin pump was received with failed battery test alarm after battery change due to power connector on battery tube not plugged in properly. Insulin pump was unable to verify battery our limit alarm or battery longevity due to failed battery test alarm. Insulin pump had a cracked reservoir tube lip.

Event description:
It was reported that the insulin pump alarmed battery out limit. The blood glucose reading was 109 mg/dl. The customer stated that the batteries had not been out of the device long than the duration allowed by the insulin pump. The issue was resolved on the first call, but the customer called back because the battery out limit alarm occurred again. Troubleshooting did not resolve the issue. Advised replacement of the insulin pump. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.